Event description:
During balloon deployment of mitral valve, the balloon burst, a piece of the balloon broke off and remained inside the left common femoral vein/ dr got access via venous contra-lateral side, and was able to snare out the piece that had broken off.